Event description:
I had the essure device surgically implanted in (B)(6) 2008 immediately following I began to get pain that started in my legs. It felt like I had the flu in my legs. I went to the doctor and she ran a series of tests but everything came back negative. Over the next 6 and half years of my life I went to specialist after specialist, I've seen doctor after doctor and not even one doctor could explain my worsening condition. I spent hundreds of thousands of dollars on my issue, to no avail, no one could explain, diagnose or fix my pain. I'm completely healthy according to all my tests. So I went to a back doctor, a chiropractor began a series of shots etc. Nothing helped and my condition continued to deteriorate and worsen. To date my list of symptoms are heavy bleeding, hot flashes, heavy cramping, painful intercourse, weight gain, bloating, migraine headaches, inflammation, pain in the buttocks, back, legs, feet and thighs, heart palpitations, low blood pressure, skin rashes, hair loss, extreme fatigue, my arms loose blood circulation. I've seen the heart doctor and had an angio gram and my heart is healthy. Doctors told me that what ever I am dealing with that its not coming from my heart. Year after year of suffering, not one doctor was able to tell me why I'm in pain? They look at me as if I want pain medication or like I'm a hypochondriac. Its been humiliating and difficult beyond any words. Just recently I had an MRI of pelvic region and stumbled upon many woman suffering the same debilitating symptoms as myself, from the essure. Now I have a full hysterectomy as a result because I now also have lesions on my uterus. My life has not been the same as a result of this implant. The info given to women of possible side effects are not accurate. Women are not told the half of what can happen as a result of this device nor the doctors educated enough for this device to be on the market. If they were I might have been saved 6 years of my life. The doctors know how to put the device in but they don't know how to remove or deal with the end result. These side effects are not just headache's or back ache's or bloating etc. As listed. They are life threatening and altering. To date emergency rooms don't even know how to check for the position of the coils if movement occurs. Or proper removal of the coils etc. Testing done at (B)(6), I have seen several rheumatologists, (B)(6) neurologists, doctor (B)(6) endocrinologist, doctor (B)(6) heart doctor, (B)(6) gastroenterologist, (B)(6) all the testing proved that nothing was wrong with me and they didn't have answers for why I am having the pain etc. These tests available upon request.